Event description:
Siemens was informed on (B)(6) 2013 that there is an inherent problem with one version of the cap-bank discharge (safety) relay which is intended to make the capacitor bank safe after removal of the charge drawer from the machine. Reportedly, investigation of the charge drawer that was removed from the linac found that 3-phase is applied to the drawer whenever modulator incomplete is inactive (normal operation) through the 3x soft start resistors due to a re-design of the pre-charge circuit in the main power panel. The result of this is that there is the possibility of 3-phase power still being applied to the charge drawer when the drawer is disengaged from the machine. There is no report of mistreatment or injury to a patient, facility technician or service personnel. This reported incident occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation. (B)(6).